Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.

Event description:
It was reported that the patient's daughter reached out to report that the patient is in excruciating pain in the lower back which radiated down the right leg through the foot as well as left leg. The patient also complained of vaginal numbness. The patient was admitted to the emergency room. The patient has a history of mva and spinal surgeries. The implant is off while the physician orders tests to diagnose the issue. The physician believes that patient has pinched nerves which are causing the pain and did not think that the device was related to the patient's condition. There were no other issues or complications reported at this time.